Event description:
It was reported that there was water in the usb port and the port became damaged. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.